Event description:
Clinical study: it was reported 3 years and 10 months following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, that the patient developed angina pectoris requiring eventual hospitalization. The index procedure treated the 65% stenosed 3.4x14mm target lesion located in the mid right coronary artery. Treatment consisted of pre-dilation and the placement of a 2.75x32mm taxus liberte drug eluting stent, resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Three years and 10 months following the index procedure, the patient presented with angina pectoris. A few weeks later, the patient was hospitalized and underwent an angiography without revascularization. The patient was discharged the next day with no residual effects. Additional queries for more information have been made, but none have been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.